Manufacturer narrative:
Product passed functional testing. All functions performed as expected. No problem found. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during an acl procedure using dii controller had mitek fms hooked up to the dyonics ii power box using mitek interface. A popping noise was heard. The hand piece, that was laying on the drape, was found to be hot and melted the drape. There was a procedural delay of 10 minutes. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.